Manufacturer narrative:
Concomitant products: product ID: 37743fa, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that an overdischarge was suspected. The stimulator stopped working about a month ago. It was reviewed that this usually wasn¿t long enough to create an overdischarge event. It was reported that it could be the 2nd or 3rd time the patient has had an overdischarge. The health care professional was arranging for a company representative to meet with the patient. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional review indicated that telemetry issues were noted.

Manufacturer narrative:
(B)(4).